Event description:
During an iliac dilataion procedure the catheter balloon ruptured after the second inflation. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications being reported.